Event description:
A hospital pharmacist reported that a valved trocar of a cassette was leaking while a nurse was alone in the operating room during surgery. The cassette was discarded. The pt impact is unk. Additional info has been requested, but not received to date.

Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified and a lot number was not indicated for this complaint; therefore, the device history record (DHR) for the lot could not be reviewed for abnormalities that could have contributed to the complaint. The root cause cannot be determined. Additional info has been requested, but not received to date. (B)(4).